Event description:
It was reported that during a da vinci-assisted surgical procedure, surgeon had the same problem with two suction irrigators. The instruments were unable to be removed and it appeared that the wrist was detached from the shaft. The wrist was stuck at the cannula and was unable to be rotated manually. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the issue occurred during a sigmoid colectomy procedure. The instrument was inspected prior to use and no damage was noted. The customer was unable to remove the instrument through the cannula and thought that the cannula and instrument were removed together. The instrument did not collide with any other instruments or other hard materials during the surgical procedure. The procedure was completed robotically. There was no patient harm. The fragment did not fall into the patient's anatomy. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The video recording of the procedure was not available.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the provided image confirmed that the proximal part of the suction irrigator tip appeared to have become misaligned with the main tube. It appears that the issue happened on two instruments of different lot numbers.